Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. The patient experienced induration at the root of the patient penis was palpated by the physician. The cylinders were explanted and replaced. It was noticed that the device was damaged. No further patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. The patient presented with induration at the base of the penis, which was confirmed upon palpation by the physician. During surgical intervention, the cylinders were explanted and replaced. Device damage was noted at the time of removal. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. No anomalies were found with the pump. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder had a hole in the outer tube from sharp instrument damage in the proximal end of the cylinder. Both cylinders had wear at fold in the proximal end and distal end of the cylinder. No leaks were identified. Based on the information available and analysis results, the reported clinical observation of mechanical issue was not confirmed. The reported inflammation and disfigurement were confirmed as known inherent risks associated with implant of these device as indicated in the instructions for use (IFU). Correction to field b5: describe event or problem.